Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service alarms. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The call service alarm was replicated intermittently during the 24 hour duration test. The pump cover was opened and debris was observed in the j5 motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.